Event description:
It was reported the event resulted in 2 additional/unnecessary holes left in the patient's leg, anterior to the tibia. It was reported the surgeon was implanting a panta nail and when he placed the compression rods and screws, the targeting device missed anteriorly. Once he discovered the screws and compression rods had missed anteriorly of the nail, he pulled out the compression rods to start over. This time the surgeon drilled for the compression rods and screws medially opposed to the lateral side. After discussing the problem with the surgeon we believe the fibula caused the targeter to miss anterior. Once we drilled medially, the compression rods and screws were able to be placed by the targeter device. It was later reported there were additional/unnecessary holes left in the patient's leg due to this event. The reporter viewed them on the x-ray imaging during the procedure. "There are 2 additional holes left in the leg, anterior to the tibia. The metal portion of the device appears to be fatigued and has motion causing the nail to miss. This could have possibly been caused during the case." It is reported no patient injury is alleged. It is reported the event caused a surgery delay of 20-30 minutes. It is reported revision or medical intervention was not required.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history was performed for (B)(4). The manufacturing lot is fch5 and it has been manufactured in march 2015. A non-conformity was opened that is not related to the topic pf this complaint. Following risk assessment and a 100% functional check, all the parts were accepted for release. No other anomaly was found during manufacturing and inspection of the parts. A review of the complaint system was performed. This is the (B)(6) incident reported to newdeal about a misalignment of panta nail for the past (B)(6) years. (B)(4) of them were not confirmed by complaint investigation. As instruments pn (B)(4) is reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, about (B)(4) panta nail were sold. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4) percent. Conclusion: given the description of the event and the observations made during the investigation, the root cause of misalignment is due to a damaged metal portion of support device that cause misalignment of the nail.